Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had no flow. This occurred after the device was filled with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 11, 2014 to february 12, 2014. Evaluation summary: the device was returned with approximately 60 ml of fluid in its bladder. Visual inspection showed no signs of blockage or physical abnormality that could have caused the reported condition. A functional test was then performed by removing the distal luer cap and observing the unit for flow issues. After removing the cap, flow was observed at the distal luer and continued without stopping. The reported condition was unable to be verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.